Manufacturer narrative:
Investigation summary: two 10ml syringes were received and visually evaluated. One was loose and one was in an opened blister pack from batch #8337592 (p/n 300912). It was observed one of the syringes had an insecure stopper and one of the syringes appeared to have no defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8337592 is considered in compliance with our product specification requirements.

Event description:
It was reported that the stopper of a bd¿ syringe ll eurographics was twisted when pulling the plunger rod backwards. Customer¿s verbatim: ¿black rubber plunger on the syringe gets twisted when pulling the syringe backwards, making possible for air and leakage to occur. Nurse pick new syringe that works fine. Syringe sent to bd office.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd syringe ll eurographics was twisted when pulling the plunger rod backwards. Customer¿s verbatim: ¿black rubber plunger on the syringe gets twisted when pulling the syringe backwards, making possible for air and leakage to occur. Nurse pick new syringe that works fine. Syringe sent to bd office.¿